Manufacturer narrative:
Qn# (B)(4). Teleflex contacted the customer and received the following additional information. Rt and nurse manager reported that the patient did pass away. Patient, in the late stages of stage 4 cancer, was "terminally extubated". The death date was not reported at the time of this report. The device involved has not been received for evaluation by the manufacturer at the time of this report. However, a variant model from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production and were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required.(continued) other remarks: the device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed based on the information received. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the adaptor became disloged and required re-intubation. It was reported that "an injury occured but a death". Patient condition reported as "unknown".

Manufacturer narrative:
Qn#(B)(4). Corrected data: adverse event or product problem adverse event' added. Type of reportable event corrected to 'serious injury' other remarks:n/a.

Event description:
Customer complaint alleges the adaptor became disloged and required re-intubation. It was reported that "an injury occured but a death". Patient condition reported as "unknown".